Event description:
Pt previously had implanted hip replacement approximately 2 years ago; pt developed pain in hip; required explantation; plastic liner had separated from metal, and rotated and become vertical.